Event description:
A customer in the united states reported that their express 4 centrifuge was smoking during use. The customer unplugged the centrifuge and removed it from service. Nobody was injured, there were no sparks, or flames, and the fire department was not called. The customer did not indicate that any patient samples were affected.

Manufacturer narrative:
The centrifuge was returned to the manufacturer and repaired. Upon inspection by the manufacturer it was noted that the power harness connector was burned on the printed circuit board side. The unit was repaired and returned to the customer. (B)(4).